Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot # p5h1036); sigadaptxl, sig power sigadaptxl linear xl adapter (serial # (B)(6)); sigpshell, sig power sigpshell control shell (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric bypass, the stapler did not fire the staples all the way. There were staples (about a quarter) that were still intact on the staple reload that did not form causing an anastomosis leak. The case was converted from laparoscopic to open surgery to suture the remaining anastomosis leak. Suturing was performed as a staple line replacement.